Event description:
It was reported that following a trail procedure, the patient was admitted to the hospital due to a cerebrospinal fluid leak. An unknown intervention was provided, and patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7178410.